Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system was positioned in the laa. The hemostasis valve could not be closed and backbleed continued to flow from the watchman access system. The procedure was completed with another watchman access system. There were no patient complications and the patient's condition is fine.